Event description:
As reported per prevent clinical trial dvl-he-018: on (B)(6) 2021, the patient underwent an open pancreaticoduodenectomy and implant of a bard/davol phasix mesh in an onlay fashion. The mesh was trimmed and adequate overlap of the defect was achieved. Skin incisions were made straight, midline. Non-bard/davol mechanical fixation was used to secure the mesh. A fascial closure was made with non-bard/davol suture in a running stitch technique. As reported, the subject patient experienced a postoperative hemorrhage on (B)(6) 2021, was taken back into the operating room. The previous incision was opened and the mesh was removed. As reported, the mesh needed to be removed to access the hemorrhage, not because of a malfunction with the mesh. This adverse event has been assessed as not related to the phasix mesh and definitely related to the procedure.

Manufacturer narrative:
As reported, 5 days-post implant of the phasix mesh, the patient experienced a postoperative hemorrhage and underwent surgical intervention. As reported, the mesh was removed to gain access to the hemorrhage and there was no malfunction of the device. The clinician has assessed the patient¿s postoperative course as not related to the phasix mesh and was definitely related to the procedure. Therefore, based on the reported information, the adverse event was not related to the device. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Addendum: h11: this is an addendum to the initial MDR submitted. This semdr is submitted to make a correction to the annex e coding. This was coded in error with the reported patient adverse event however, as reported the patient outcome was determined by the clinician to be not related to the phasix mesh implant used to treat the patient. Should additional information be provided, a supplemental MDR will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - mesh explanted.

Manufacturer narrative:
As reported, 5 days-post implant of the phasix mesh, the patient experienced a postoperative hemorrhage and underwent surgical intervention. As reported, the mesh was removed to gain access to the hemorrhage and there was no malfunction of the device. The clinician has assessed the patient¿s postoperative course as not related to the phasix mesh and was definitely related to the procedure. Therefore, based on the reported information, the adverse event was not related to the device. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Addendum#1: h11: this is an addendum to the initial MDR submitted. This semdr is submitted to make a correction to the annex e coding. This was coded in error with the reported patient adverse event however, as reported the patient outcome was determined by the clinician to be not related to the phasix mesh implant used to treat the patient. Addendum#2: this supplemental MDR is submitted to document the additional information provided. As reported, the patient experienced fascial dehiscence post explant of the phasix mesh which has been assessed per clinician as possibly related to device and definitely related to the procedure. However, no conclusions can be made to the degree to which the phasix mesh may have caused or contributed to the postoperative fascial dehiscence. Wound dehiscence is known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use as a possible complication. Updated fields: b3, b4, b5, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - mesh explanted.

Event description:
As reported per prevent clinical trial dvl-he-018: on (B)(6) 2021, the patient underwent an open pancreaticoduodenectomy and implant of a bard/davol phasix mesh in an onlay fashion. The mesh was trimmed and adequate overlap of the defect was achieved. Skin incisions were made straight, midline. Non-bard/davol mechanical fixation was used to secure the mesh. A fascial closure was made with non-bard/davol suture in a running stitch technique. As reported, the subject patient experienced a postoperative hemorrhage on (B)(6) 2021, was taken back into the operating room. The previous incision was opened and the mesh was removed. As reported, the mesh needed to be removed to access the hemorrhage, not because of a malfunction with the mesh. This adverse event has been assessed as not related to the phasix mesh and definitely related to the procedure. Addendum : the subject patient experienced fascial dehiscence on (B)(6) 2021. Patient was hospitalized from (B)(6) 2021 through (B)(6) 2021. The reported adverse event (fascial dehiscence) has been assessed per clinician as serious and possibly related to device and definitely related to the procedure. The reported ae meets the definition of a sae (serious adverse event) and does not meet the definition of uade (unanticipated adverse device event).

Manufacturer narrative:
As reported, 5 days-post implant of the phasix mesh, the patient experienced a postoperative hemorrhage and underwent surgical intervention. As reported, the mesh was removed to gain access to the hemorrhage and there was no malfunction of the device. The clinician has assessed the patient¿s postoperative course as not related to the phasix mesh and was definitely related to the procedure. Therefore, based on the reported information, the adverse event was not related to the device. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Should additional information be provided, a supplemental MDR will be submitted. Device evaluated by MFR: not returned - mesh explanted.

Event description:
As reported per prevent clinical trial (B)(6): on (B)(6) 2021, the patient underwent an open pancreaticoduodenectomy and implant of a bard/davol phasix mesh in an onlay fashion. The mesh was trimmed and adequate overlap of the defect was achieved. Skin incisions were made straight, midline. Non-bard/davol mechanical fixation was used to secure the mesh. A fascial closure was made with non-bard/davol suture in a running stitch technique. As reported, the subject patient experienced a postoperative hemorrhage on (B)(6) 2021, was taken back into the operating room. The previous incision was opened and the mesh was removed. As reported, the mesh needed to be removed to access the hemorrhage, not because of a malfunction with the mesh. This adverse event has been assessed as not related to the phasix mesh and definitely related to the procedure.